Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-10404. The pt rec'd two trial scs leads (from different lots) on (B)(6) 2011. It was reported the pt experienced nausea and wound drainage since the procedure was performed. The pt was seen by his physician on (B)(6) 2011 with no further symptoms noted. The leads were left implanted for the remainder of the trial and removed on (B)(6) 2011.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.